Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had sensor anomaly. Customer's blood glucose level was unknown. Customer advised the sensor needle was missing and the sensor fractured inside of their body. Customer was advised a replacement sensor would be sent out.